Event description:
The dental implant fx4008swc was removed on (B)(6) 2019 due to failure to osseointegrate 12 days after implantation. The patient has no significant medical history. The doctor noted numbness/abnormal sensation during explantation. The patient has recovered without complications.